Event description:
During a gastrectomy procedure, the staple malformed at first firing (open shape and turn). It pccurred for one staple line (left side). Another device was used to complete the case. There were no adverse consequences to the pt. No return device.